Event description:
A patient reported experiencing inaccurate erratic results with an ot ii meter. The patient's blood glucose results were 252 mg/dl, 122 mg/dl, 107 mg/dl. Tests were done < 10 minutes apart with a difference of 53%. Patient did not experience any adverse events. No further information has been reported.